Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the timing was disengaged. Two partially applied single use loading unit (sulu) with a tack protruding from the tip were received. One of the sulus noted proper timing and one noted disrupted timing. One fully applied 8dpt sulu with disrupted timing was received. One 5dpt sulu with a full complement of tacks, proper timing, and the shipping wedge attached was received. Microscopic inspection noted scratches on the inner tube of two of the sulus received. The articulation knob did not function properly as it was jammed in the straight position. The handle of the instrument could be actuated and cycled properly with no sulu attached. The returned 5dpt sulu with proper timing could not be loaded onto the instrument due to the disrupted timing of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replica tion of the reported condition could be due to excessive manipulation or to improper loading of the sulu indicated by the scratches on the inner tube of the sulus. Replication of the broken articulation knob condition may be due to excessive manipulation of the device, in this case over torqueing of the knob. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal wall hernia repair, at first, the cartridge with 8 tacks was used, and 8 tacks were fired without any issue. The cartridge was exchanged, and when the handle was squeezed, the squeezing was stiff and it felt like to be broken with an abnormal noise. Several attempts of firings were made, and the resistance was felt on the almost all the attempts, also the tucks could not be placed in the abdominal wall. Replaced with another one (with 8 tacks), and attempt was made, but the same event continued. One cartridge with 5 tacks remained, but it was not used. Another device was used and the operation was completed with no problem. The surgical time was extended by less than 30 minutes. There was no patient injury.